Event description:
The stryker interpulse is a battery-operated lavage system. The wires leading to the battery pack were cut, but the batteries were not taken out of the battery pack. The battery pack was placed in the back of the operating room and while doing so, a staff person noticed that the battery pack was hot and the wire ends were smoking. Examination revealed that the wires were crossed causing them to smoke. Staff indicated that this same event has happened before. Staff was reminded to 1. Cut the wires. 2. Take the batteries out of the device. 3. The device was disposed of without the batteries in place.